Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Act.

Event description:
It was reported that the insulin pump alarmed button error repeatedly. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed self-test and displacement test. Unit was received with intermittent all the buttons response due to flattened all the buttons dome switch (no crease). No button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, stripped battery cap coin slot (p), cracked reservoir tube lip and scratched reservoir tube window.